Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate eight shocks due to possible episode of atrial fibrillation (af) with rvr. Therapy exhausted. Device remains in service. No adverse patient effects.